Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000153390. This device has been added to the record as a non-complaint/no issue. As such, no further complaint related evaluation can be completed at this time. Evaluation decision can be re-determined if device is returned for analysis and/or if additional complaint-related information is obtained. Based on the information received, no complaint-related allegation for the device was ascertained or presented.

Event description:
It was reported that patient was unable to set the device into MRI mode. System diagnostic recorded high impedances on two lead contacts. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. The investigation was unable to determine the lead that was associated with the issue.